Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The customer stated that the issue was resolved, and no addition information was available. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure. The customer stated that the tower door makes a beeping noise but does not open causing a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.